Event description:
Customer stated that they tested their bg with freestyle at 7:30am. Result was 372. They took 2.5 units of humalog and about 3 hours later did another freestyle blood glucose test. Results were 29,32,24. Ambulance was called and when paramedics arrived, they measured pt's blood glucose with a meter (type unknown) that gave a result of 138. Customer stated that they were give juice by the paramedics.